Event description:
It was reported that the deep brain stimulation (dbs) patients implantable pulse generator (ipg) reached end of life. The patient underwent a revision procedure wherein their ipg was explanted and replaced. The patient is doing well postoperatively. The device was retained by the facility and will not be returned for analysis.